Event description:
The patient reports that the device blinks a blank screen despite changing batteries. The patient had no adverse event or reaction resulting from this problem.

Manufacturer narrative:
The device is unable to complete the boot-up process due to a failure of the internal flash on the main processor.